Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the pump battery was depleting quickly. The customer¿s blood glucose (bg) was 338 mg/dl. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.